Event description:
It was reported that this right ventricular (rv) lead exhibited increased pace impedance measurements from the 500-600 ohm range up to 1373 ohms. Rv thresholds had also increased from 1.2v to 1.7v. Boston scientific technical services (ts) reviewed possible causes, and it was noted it could be a lead- tissue interface issue due to an ablation procedure on (B)(6) 2020. Higher output was programmed and ts recommended adjusting the impedance upper limit from 2000 ohms to something higher. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).